Manufacturer narrative:
Model number/ catalog number: 720185-01, serial number null batch/lot number: (B)(4), model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced scrotal infection around an inflatable penile prosthesis (ipp) pump leading to it being explanted and irrigated. The physician did not believe the device caused or contributed to the infection. There were no device malfunctions associated with the explanted device. A reimplant procedure was performed after the patient had healed in which a new ipp was placed. The patient fully recovered following the procedure.